Event description:
Delivery failure-failed no sensor [device issue] no adverse event [no adverse event] case description: this initial non-serious, device case report was received on (B)(6) 2014 from a respiratory therapist (rt) in canada who called ikaria customer care and technical services (ts) regarding a device issue with inomax (B)(4). The device was in use on a patient at the time of the device issue and no harm occurred to the patient. On (B)(6) 2014 while inomax dsir# (B)(4) was in use on a patient, the device experienced an alarm condition failed no sensor with a red cross on the screen (questionable delivery failure?). A low continued in additional info section failed no sensor. A low and high calibration was repeated but again resulted in a failed no sensor. Since the device issue could not be resolved, the dsir was switched out and the patient was put on a new device. Five hours after the device had been removed from the patient and prior to placing a call to ikaria, a low and high calibration again resulted in a failed no sensor alarm. The no cell was replaced and another low and high calibration was performed which also resulted in a failed no sensor. Inomax dsir# (B)(4) was removed from service and returned to ikaria for service evaluation case comment: (B)(6) 2014: this device deficiency did not result in any adverse events, however this same failure has occurred in the past and was associated with a serious adverse event.

Manufacturer narrative:
On (B)(6) 2014, a respiratory therapist (rt) called ikaria customer care and technical services (ts) regarding a device issue with inomax dsir# (B)(4). The device was in use on a patient at the time of the device issue and no harm occurred to the patient. (Complaint-(B)(4)). The device investigation was completed on (B)(4) 2014. Evaluation summary: inomax dsir# (B)(4)was returned to the manufacturer for service investigation. The ikaria regional service center (rsc) reviewed the service log and findings confirmed the occurrence of the reported complaint of failed no sensor alarms on (B)(4) 2014. The failed no sensor alarms immediately following a failed low no calibration that returned (798) low point counts greater than the maximum allowed 655 counts, consistent with no cell failure. The log also showed a delivery failure (df) alarm due to no (115 ppm) >100 parts per million (ppm) while delivering 0 parts per million with backup on and acceptable im flow occurred approximately one hour prior to the failed no sensor alarm on (B)(4) 2014. The df appears to have occurred during the pre-use checkout and is consistent with the logged no cell misbehavior one hour later. The rsc investigation confirmed the failed no sensor alarm and was able to clear it with calibrations, but replaced the no cell due to the log entries. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this incident was no calibration low counts above maximum. This condition will be tracked and trended under ikaria's quality system. This case did not result in an adverse event; however it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2013-00022).